Event description:
It was reported that during a knee surgery, a 2.4 passing drill bit left many small metal shards in the joint after drilling over the top with 4.5 cannulated drill bit, same happened with a 2.4 mm passing pin, that left metal shards during over-drilling with the 7.5 reamer. Surgeon was able to remove shards from patient. Surgery was completed after non-significant delay, with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. During a knee surgery, a passing drill bit left many small metal shards in the joint after drilling over the top with cannulated drill bit, the same happened with a passing pin, that left metal shards during over-drilling with the reamer. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: correction on b5.

Event description:
It was reported that during a knee surgery, a 2.4 passing drill bit left many small metal shards in the joint after drilling over the top with 4.5 cannulated drill bit. Surgeon was able to remove shards from patient. Surgery was completed after non-significant delay, with a back-up device. No further complications were reported.